Event description:
The hospital staff attempted to administer a shock to a patient during a resuscitation attempt. The device allegedly failed to charge while used on battery power. After connecting to ac power, the device charged properly. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. The basis for this opinion was not reported.